Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a blank display after changing the battery. The customer's blood glucose level was unknown. The customer's call dropped and no further details were provided.